Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. No reported adverse impact to the customer's blood glucose. Reportedly, the customer declined to provide further information regarding the event.